Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving dilaudid (5 mg/ml, 0.6 mg/day) via intrathecal drug delivery pump for spinal pain. It was reported that at a normal pump fill, the expected residual volume was 2 ml, and the actual was 13 ml. There were no known contributing factors. A dye study was planned but not scheduled. The issue was not resolved. Surgical intervention did not occur and it was unknown whether it was planned. There were no reported symptoms. The patient status was 'alive - no injury.' No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via manufacturer representative. It was reported that the cause of the volume discrepancy wasn't determined. Surgical intervention was not planned or scheduled. Device return was requested. No further complications were reported.